Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic-chest anastomosis procedure, the green sureform 60 reload which was installed on a sureform 60 stapler instrument did not fire properly. The staple line was incomplete, and the tissue was pushed in front of it and was not cut. The staples were very deformed and jammed with the blade. The tissue was ripped out. A 3rd party laparoscopic stapler was then used to staple tissue. Intuitive surgical, inc. (Isi) followed up with reporter and obtained the following information: the surgeon was trying to resect stomach/esophagus when the issue occurred. The green reload was used as this was the usual selection for the surgeon. The first 3 fires worked normally. There were no clamping issues. While stapling, the message "pause for compression" appeared, then a few millimeters were stapled and cut and then the message came up again. This happened 4-5 times until the stapler stopped working and the system displayed the error message ¿unable to complete fire.¿ the stapler was removed without any issues. The staples were seen malformed and got stuck with the blade in the reload. There were no holes or bleeding seen at the staple line. A 3rd party laparoscopic stapler was then used to resect the ripped tissue. According to the customer, there were no obstructions between the instrument jaws during stapling, and no tissue tension or tissue bunching. The target tissue was not calcified and not exposed to previous chemotherapy and radiation. Buttress material was not used. There were no staples retained in the reload pockets after stapling. The surgeon believes that the cause of the intra-operative complication was due to a malfunction of the green sureform 60 reload. Patient demographic information was asked but not provided. The stapler instrument was disposed by the site after the procedure.

Manufacturer narrative:
Isi has not received the green sureform 60 reload involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. The sureform 60 stapler instrument was discarded by the customer. A follow-up MDR will be submitted if the reload is returned (post failure analysis evaluation) or if additional information is received. The logs were reviewed by the isi advanced failure analysis engineer (fae) and the following information was received: the logs show sureform 60 stapler instrument (part #480460-09; lot #t94220104-0101) was installed 5 times and fired 5 reloads (all green). The first 3 firings were completed per the logs with 0 or 1 pauses for compression. The 4th firing resulted in a firing failure at 99% completion following multiple pauses for compression. Error code 22030 shows up in the logs indicating a firing failure occurred with this instrument. The 5th firing resulted in a firing failure at 82% completion following multiple pauses for compression. There were no incomplete clamps by this instrument. An image provided by the customer was reviewed by isi clinical development engineering and the following findings were obtained: the image shows tissue that has been stapled and transected. There is blood oozing along the staple line and multiple malformed staples at the distal end. The tissue at the right side of the distal end does not look like it was transected cleanly. This complaint is being reported due to the following conclusion: during a da vinci-assisted esophagectomy transthoracic-chest anastomosis procedure, the customer reported that the green sureform 60 reload which was installed on a sureform 60 stapler instrument did not fire properly. The staple line was incomplete, and the tissue was pushed in front of it and was not cut. The staples were very deformed and jammed with the blade. The tissue was ripped out. A 3rd party laparoscopic stapler was then used to resect the ripped tissue.

Manufacturer narrative:
On 02-may-2023, intuitive surgical, inc. (Isi) received the following additional information from failure analysis of the green sureform 60 reload: the reload was found to have the knife exposed within the knife track. The reload was partially fired based on in-house testing. The reload was found to have a firing failure based on log review. The most probable root cause is determined to be due to mishandling. Additional observations not reported by site: the reload was found to have cartridge damage on the surface near the pushers. No material appears to be missing. The reload was found to have a damaged blade whereby the blade exhibited mechanical indentations. The reload was also found to have pusher damage.

Event description:
Refer to h10/h11 for follow-up information.